Event description:
30 nov 2021,the doctor found that the clip would not close before use.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with two clips remaining. One of the clips was facing the wrong direction in the cartridge. It could not be determined if the clip was placed back into the cartridge by the customer or if the clip was packaged incorrectly. The returned clips appear used as there is biological material present on the clips. Functional inspection was performed on the clips. A lab inventory applier was used. First, the clip that was facing the wrong way was properly loaded into the applier. It was noticed that the inner hinge was broken on the pierced boss side. Due to this damage, the clip was not tested for closure. The other clip was also able to properly load into the applier and was successfully applied to over-stressed surgical tubing. A r & d engineer was consulted and it could not be determined what caused the clip to break at the inner hinge. This appears to be an isolated incident. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time since it could not be determined what caused one of the returned clips to break at the inner hinge. This appears to be an isolated incident. We will continue to monitor and trend on this issue. The reported complaint of " clips not closing/locking " was confirmed based upon the sample received. One cartridge with 2 clips was returned. One of the clips was facing the wrong direction in the cartridge. It could not be determined if the clip was placed back into the cartridge by the customer or if the clip was packaged incorrectly. It was noticed that the inner hinge of the clip facing the wrong way in the cartridge was broken on the pierced boss side. This damage could prevent the clip from functioning properly. A r & d engineer was consulted and it could not be determined what caused the clip to break at the inner hinge. This appears to be an isolated incident. We will continue to monitor and trend on this issue.

Event description:
(B)(6) 2021,the doctor found that the clip would not close before use.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.